Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-nov-2023.

Manufacturer narrative:
Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The evo-fc-10-11-4-b of lot c2062029 involved in this complaint was returned for evaluation, with its original opened packaging. The device evaluation for the evo-fc-10-11-4-b of lot c2062029 was complete on 22nd nov 2023 visual inspection: safety wire in place on return. Red safety tab in place on return. Shuttle on the 04th dimple directional button in recapture position. Functional inspection: a 0.035-inch wire guide exits zip port without any issues. The zip port was facing upwards and slightly curved to help backload the wire guide to easily exit the zip port. Safety tab removed and handle actuating fine for deployment and recapture. Stent deployed with no issue. Safety wire removed with no issue. Stent released as intended. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2062029 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2062029 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user that ¿¿ visually inspect with particular attention to kinks, bends and breaks. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. The instructions for use, ifu0062 which accompanies this device, instructs the user that ¿¿ visually inspect with particular attention to kinks, bends and breaks. It is known from the available information that the device was not inspected before use. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the customer the customer the device was not inspected before use. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the available information it is known that a 0.025-inch wire guide was used.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6). The doctor could not get the guidewire out. "As per cc form": when doctor wanted to finish deploying the stent, it was impossible to remove safety wire. This file will capture user error of the customer not inspecting the device before use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? While removing the introducer. 2. What endoscope type and channel size was used? Duodénoscope pentax ed34i10t2. 3. What was the position of the elevator? Open. 4. Details of the wire guide used (diameter, type, make)? Jagwire 035 boston. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a . 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site / biliary duct. 8. How long was the stent in the patient by the time this complaint occurred? N/a. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Nc. 2. Where was the stricture located in the body? Biliary duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? No. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Other. 2. If other, please specify : to finish deploying the stent, it was impossible to remove safety wire. 3. Was the directional button pressed during use? No. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? No.